Event description:
The reporter stated that the unit did not deliver. The reporter was unable to provide any further info regarding this event. There was no pt injury or treatment associated with this event.